Event description:
It was reported a patient underwent a gastric bypass procedure on (B)(6) 2022 and suture was used. The suture was taken from the package, and inserted down the trocar laparoscopically. When the surgeon went to grasp the needle to begin suturing, the suture broke off from the needle right where the suture enters the needle. There was no excessive force or pulling, and they had not done any suture passes yet. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 ¿g/m.